Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil), a non-penumbra microcatheter and guidewire. During the procedure, a smart coil was stuck in the starting position and would not advance through its introducer sheath. It was reported that the physician used force to push forward and pull back the pusher assembly of the smart coil and subsequently the physician kinked the pusher assembly of the smart coil. Therefore, the smart coil was removed. Next the physician successfully implanted two smart coils in the target vessel. The physician then experienced difficulty while attempting to advance the last smart coil within its introducer sheath. It was reported that the physician used force to advance the smart coil out of the introducer sheath and into the microcatheter. The physician then advanced the smart coil into the target vessel and noticed that the vessel was sufficiently packed; therefore, the smart coil was removed. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02739 h3 other text : placeholder.